Event description:
Event was reported to caldera medical by an attorney. The patient has suffered vaginal numbness and tinging, urinary incontinence, fecal incontinence, pain with intercourse, pain, cannot control muscles necessary to urinate, chronic infections, urinary retention, dysuria, and decreased sensation in vagina. No further information has been provided.